Event description:
During the implantation of the insert, a thin chip from the ceramic insert has been noted at the junction between the insert and the cup. The insert could not be extracted and remained in place because of very light and superficial damage.